Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event (although having incorrect timestamps) are consistent with complaint and show that placement signal was unavailable since the moment pump 425490 was connected to the console. As a result optical sensor calibration could not be executed, and operators were prompted to disconnect and reconnect the pump (twice), which did not resolve the issue. The issue of placement signal loss had been determined by the pump investigation 23-13701-2 to have been caused by fiber break within the pump red handle. During log analysis and testing of the console, it¿s been observed that the real-time-clock did not maintain the time, which later troubleshooting confirmed to have been caused by depleted rtc coin-cell battery. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that, after pump set up and insertion/activation, a placement signal unreliable alarm appeared on their impella cp / automated impella controller (aic), and no aorta or left ventricle placement signals were visible. The pump was eventually weaned and explanted successfully, and no patient harm has been reported.